Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope and slow ventricular tachycardia epsiodes. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) discussed that there were no recorded episodes near the time of the syncopal event. This device remains in service. No additional adverse patient effects were reported.